Event description:
Consumer reports using meter for 2-3 months, recently receiving erratic readings. Tested against old meter (competitor) analysis run on clark error grid using competitive reading (140) as ref. Point vs. Bd readings (340) yielded readings in the "c" range of the grid, outside acceptable limits.